Event description:
The balloon was inflated to 14atms. The balloon ruptured and upon removal of the balloon segment of the catheter was left at the carina of the profunda sfa. A 10mm amplatz gooseneck snare was pulled and physician was able to remove balloon tip and segment. No harm to pt was reported.